Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation and the stent remains in the vessel; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the moderately calcified, moderately tortuous, left after descending (lad) coronary artery, the xience alpine stent was deployed at 12 atmosphere (atm) without issue; however, the physician applied negative pressure 3 separate times before achieving deflation of the balloon. The balloon was deflated prior to removal, but took an extra 30-40 seconds to achieve full deflation. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.